Manufacturer narrative:
Device discarded by customer. The impella cp pump was discarded by the customer therefore a failure analysis investigation cannot be completed.

Event description:
The complainant reported a (B)(6) asian female patient had impella cp pump inserted for acute myocardial infarction (ami) with shock. The patient had bleeding at impella insertion site and as a result blood transfusion was given.